Manufacturer narrative:
The unit was received at spacelabs healthcare and evaluated by an equipment service center technician. Per the technician, the device was received with a lot of dust built up in the unit. The main board was dusty and would overheat and stop functioning after being powered on. In addition, the fan on the video card was intermittent. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. A replacement device will be shipped to the customer in lieu of repair.

Manufacturer narrative:
B5 - corrected the details regrading the event.

Event description:
The customer contacted spacelabs healthcare to report their xhibit lost telemetry monitoring. No patient or user harm was reported. Spacelabs healthcare technical support attempted to troubleshoot with the customer, but was unsuccessful in reestablishing telemetry monitoring. The customer called back and requested repair for the xhibit central station stating that there was a nic failure. The unit was removed from use and the customer will ship the unit in for repair. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer contacted spacelabs healthcare to report their xhibit lost telemetry monitoring. No patient or user harm was reported. Spacelabs healthcare technical support attempted to troubleshoot with the customer, but was unsuccessful in reestablishing telemetry monitoring. Two days later the customer confirmed that telemetry monitoring was functional but was unable to determine how the issue was resolved.